Manufacturer narrative:
Additional information: b1, b2, b5, g4, h1, h6. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device's balloon slowly deflates after filling with 5cc of air. The tube balloon deflated on the 7th day to 3.5cc that caused the 1150 vent series unable to keep the required tidal volume at or near 300. The patient's lungs did not inflate well and caused leaking of air around device which resulted patient to have congestion and wheezing (lungs are not being blown open). The device was replaced by same product and currently had no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device's balloon slowly deflates after filling with 5cc of air. The tube balloon deflated on the 7th day to 3.5cc. There was no reported patient outcome.